Event description:
On (B)(6) 2013, gamma3 surgery was performed. It is confirmed that the lag screw cut out on (B)(6) 2013. A revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
The device will not be returned. If additional information is received it will be reported on a supplemental report. Device will not be returned.